Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant instability and patient pain.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. Visual inspection of returned devices revealed intraoperative damage to the compression screw threads, lag screw shaft, and the distal slot and screw hole of the nail. Microscopic lab analysis confirms the intertan nail fractured by fatigue cracking, potentially initiated on the medial side through the lag screw hole. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, creating an overload fracture. Fatigue cracking is caused by the nail bearing cyclic stresses in excess of the material endurance limit for an extended time. Medical assessment noted a copy of radiological image showing non-union of the subtrochanteric femur fracture with a probable bent intertan nail 5 months post primary left intramedullary nailing with an intertan nail. A copy of radiological image dated (B)(6) 2015 reveals continued non-union 7 months post op and a bent/possible fractured intertan nail. Today, the patient proceeds with no issues post a left intramedullary nailing revision performed on (B)(6) 2015. No operation notes or clinical information were provided for inclusion in this assessment. A review of complaint history revealed no prior complaints for the listed batch of intertan nail with this failure. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the revision surgery was performed due to implant instability, pain, and fractured implant.